Event description:
Lia triggered on (B)(6) 2024 for hrns and elevated sic. Also, pacing impedance was varying significantly. Technical services indicated this may be an early sign of fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).